Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma."

Event description:
Healthcare professional reported left side "suspected alcl". Later, healthcare professional reported "it doesn't look like they have alcl, only a late seroma". Device was explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. The reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "suspected alcl". Later, healthcare professional reported "it doesn't look like they have alcl, only a late seroma". Device was explanted.